Manufacturer narrative:
Health effect: f2203; imaging required. Health effect: f2201; biopsy. Health effect: f2303; medication required. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Legal representative reported per imaging reports, left-side capsular contracture baker grade unknown, presence of benign calcifications, cysts, "lobulations in the left contours" and mention of recall. The device has been explanted and replaced.